Event description:
Per provider the manifold valve is not shifting fully. Per independent repair center statement the manifold is alarming or red light. The key failure was valve not shifting correctly. The valve was replaced.